Manufacturer narrative:
A candela field service engineer performed an initial eval of the unit and determined that there was a capacitor failure within the high voltage section of the unit.

Event description:
It was reported that a loud noise was heard coming from a gentlemax laser. The user and the pt reported that they had lost hearing momentarily. It was reported that the user contacted a doctor after the event. The user and pt are confirmed to be fine.